Event description:
Event description guidant received information that this device could not be interrogated with the model 3120 programmer. The device could pace and had a magnet rate of 100ppm, indicating a good battery.